Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. Noisy motor during testing due to faulty motor. No display anomaly noted.

Event description:
Customer reported that her insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.